Event description:
It was reported that cannula instrument was bent and may have contributed to instruments splintered. This was discovered prior to a surgical procedure and removed from use. At this time, the account has not reported an incident of particulate coming off of an instrument during a procedure. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for instrument and cannula accessories related complaints from the same account. MFR. Report #2955842-2007-00014, 00015, 00016, 00017, 00018, 00019, 00020, 00022, 00023.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, engineering found the cannula to be bent inward at the distal tip thus making the opening smaller likely to scrape and/or remove material from the instrument during use.